Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited competitive atrial pacing and undersensing. Programming changes were discussed but not performed. The patient's condition was unknown.

Manufacturer narrative:
Correction: medical device problem code should not include 1441 - pacing asynchronously

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited intermittent undersensing. Programming changes were discussed but not performed. The patient's condition was unknown.